Manufacturer narrative:
E1: patient city: (B)(6). Patient country: columbia.

Event description:
Reference number (B)(4). Event occurred in columbia. It was reported that the patient experienced infusion set was leaking at quick release site which occurred on (B)(6) 2024 . No further information available.